Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility biomedical technician reported a saline bag back filled during recirculation mode on a 2008k hemodialysis (hd) machine prior to treatment. A patient was not connected to the machine at the time of the incident. Furthermore, the technician stated that fluid was observed leaking from the bottom of the unit. No machine alarms were generated at the time of this event. No parts are available for evaluation and no further information has been made available.